Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue without recurring problems. The customer was advised to call back if the malfunction code reappeared, and they understood the instructions.